Event description:
Revision surgery- the surgeon washed out the knee and replaced it. This is the pt's second revision.

Manufacturer narrative:
The reason for this revision surgery was to remedy a hematoma after 1.2 years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: one for the device being cracked/broken, one due to dissociation, and one due to pain. This is the first complaint for this lot number. The root cause for the hematoma was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.